Manufacturer narrative:
E1, f5 - phone number: (B)(6). Supplemental report is being submitted as a cancellation report following the completion of the investigation on 27-aug-2025 as the complaint no longer meets the description of a reportable incident (medical advisor input received 27 aug 2025, file is no longer reportable based on removal of precedence does not allow sheath extender to be locked to inner handle). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: the device evaluation of the echo-bx-3-22 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Following clarification was requested from user: query: can the following be confirmed with the customer? Was the sheath extender locked in position with the thumbscrew? Was there any break in the coil sheath material? Despite 3 follow-ups, there was no response received on this query from the customer. Manufacturing records prior to distribution, all echo-bx-3-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-bx-3-22 of lot number c2219270 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0136 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0136). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be that the sheath extender was not fixed properly by the user which led to coil sheath moving to and from the mucosa paradoxically with movement of the needle within the lesion as reported by the customer. Summary: according to the customer, the coil sheath moved to and from the mucosa paradoxically with movement of the needle within the lesion. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on customer and /or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be that the sheath extender was not fixed properly by the user which led to coil sheath moving to and from the mucosa paradoxically with movement of the needle within the lesion as reported by the customer. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 27-aug-2025 as the complaint no longer meets the description of a reportable incident (medical advisor input received 27 aug 2025, file is no longer reportable based on removal of precedence does not allow sheath extender to be locked to inner handle). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
E1, f5 - phone number: (B)(6). Device evaluation: the device evaluation of the echo-bx-3-22 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Following clarification was requested from user: query: can the following be confirmed with the customer? Was the sheath extender locked in position with the thumbscrew? Was there any break in the coil sheath material? Despite 3 follow-ups, there was no response received on this query from the customer. Manufacturing records prior to distribution, all echo-bx-3-22 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-bx-3-22 of lot number c2219270 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0136 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0136). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be that the sheath extender was not fixed properly by the user which led to coil sheath moving to and from the mucosa paradoxically with movement of the needle within the lesion as reported by the customer. Summary according to the customer, the coil sheath moved to and from the mucosa paradoxically with movement of the needle within the lesion. Confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on customer and /or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be that the sheath extender was not fixed properly by the user which led to coil sheath moving to and from the mucosa paradoxically with movement of the needle within the lesion as reported by the customer. Complaints of this nature will continue to be monitored for similar events.

Event description:
The coil sheath moved to and from the mucosa paradoxically with movement of the needle within the lesion.¿ 1. What do they mean by: ¿coil sheath is also moving parallelly when trying to advance the needle within the lesion?¿ - unanswered. 2. Was gaining access to the target site difficult? No 3. Was puncture of the targeted site difficult? No 4. What is the scope manufacturer and model number that was used? Olympus linear 5. Was the scope recently service/repaired? No 6. Was the device used in a tortuous position? No 7. Are images of the device or procedure available? No 8. Was the device damaged in packaging before removal? No 9. Was the device damaged on removal from packaging? No 10. Was force required to remove the device? No 11. When was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? The sheath was moving as the needle was being fanned in the lesion 12. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) - no 13. If not with the device in question, how was the procedure performed and/or finished? Finished with the same needle. 14. Did the patient require any additional procedures as a result of this event? No 15. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? No product evaluation: q18. Did the product perform as intended? No q20. Please provide a description of the issue you encountered: the coil sheath moved to and from the mucosa paradoxically with movement of the needle within the lesion q21. Did this result in a serious incident to the patient (i.e. Serious harm, death, etc.)? No q22. Please provide the lot number of the product. C2219270. Q25. Which attribute is most important to you? Puncture force. Q26. Were the instructions for use (IFU) clear and understandable? Yes q27. Would you use the cook echotip acucore¿ needle again? Yes procedure information: q10. How did you prepare the sample? (Select all that apply) preserved as intact core sample. Q11. What type of lesion was sampled? Pancreas head q12. What was the anatomical position for puncture? Duodenum q13. Did you have to reposition the scope to get the needle in position for puncture? Yes q14. How manypasses did you perform to obtain asatisfying sample acquisition? 2 q15. Was there consistency in tissue acquisition (same sample size) for each pass? Yes q16. Was a macro-core visible when expelling sample? Yes